Event description:
Alleged the bed shorted out the nurse call wall panel due to fluid ingress on the beds composer interface board.

Manufacturer narrative:
The facility removed the composer board as they do not use this option at the facility.